Event description:
Denali ivc jugular filter did not open correctly within the pt's ivc. Had to be retrieved and a new device deployed. "Is the product compounded: no, is the product over-the-counter: no."